Event description:
A cryoablation procedure was performed on (B)(6) 2014. The lsvp was ablated three times and the lipv, rspv and ripv were abated two times. A follow-up at three months post ablation procedure was conducted, and then CT scan confirmed that the patient had stenosis in the lspv. As per physician, the lowest temperature during ablations in the lspv was negative 48 degree celsius and cineangiography confirmed that the balloon of the cryoablation catheter did not seem to be advanced into the depths of the pulmonary vein. The patient had no symptoms due to the stenosis and was under monitoring. As per physician, a pv stent might be necessary for the patient.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Data files did not show any system notices for the date of event. Cryoablation temperature was within normal range. Bin files also showed that at least 16 injections were performed with the catheter 2af284 / 19847-76. This was a clinical issue encountered post-procedure. No product malfunction reported. (B)(4).

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that a CT scan was performed on a later date and confirmed that the pv stenosis recovered.